Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit has rotor error alarm.¿ upon triage of the unit on 1 1/22/2017, service found that the unit was failing the rotor error alarm section of the performance verification. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the unit was failing the rotor error alarm section of the performance verification.